Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose read "high" on continuous glucose monitor, a specific value was not provided. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed the insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.